Event description:
It was reported that pt rec'd a letter from doctor (B)(6) regarding the recall. The pt has been experiencing significant pain since the (B)(6) 2012. He states that he has limited functionality and mobility in his hip. He visited his doctor on (B)(6) 2012. MRI and x-rays were taken. Blood work showed elevated blood levels. He had 15cc's of fluid aspirated from his hip. Revision surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.